Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
An advocate from (B)(6) reported that the customer obtained blood glucose readings of lo (indicative of reading below 10 mg/dl) and 213 mg/dl at 10:50 a.m. On the contour plus meter. On another occasion, the customer obtained blood glucose readings of 34 mg/dl at 4:43 p.m. And 193 mg/dl at 4:44 p.m. On the contour plus meter. The customer did not present symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. The pharmacy provided the replacement meter kit to the customer, therefore, a replacement meter kit was sent to the pharmacy.

Manufacturer narrative:
The customer returned the suspected contour plus meter and contour plus test strips from lot # 8fqhc07d for evaluation. The test strips expired on (B)(6) 2020. In-house testing was performed using the returned meter with returned test strips, which gave e11 error messages, indicative of testing errors, and can occur with expired test strips or if the test strips are stored outside the original vial or the lid is left open for several weeks. The remaining test strips were observed under the microscope and all three remaining strips appeared normal. There were no signs of exposure to moisture or contaminants. The reagent was present in the tips of the strips. There were no stray markings and the strips were unused. The vial did show signs of dried blood around the lid but the strips did not show any signs of blood contamination. The returned meter was then tested with in-house contour plus test strips from lot # 8fqhc07d, which gave a satisfactory performance. The test strips will be further evaluated.

Manufacturer narrative:
The contour plus test strips from lot # 8fqhc07 were further evaluated. The test strips appeared normal. The returned meter was tested with returned test strips, which gave an error message indicative of abnormal results. The testing was also performed using the returned meter with in-house contour plus test strips from lot # 8fqhc07, and in-house contour plus control solution and blood, which gave a satisfactory performance. Additionally, a device history record for the suspected contour plus test strips was reviewed and no manufacturing anomalies were found. The cause of the event was attributed to the deterioration of test strips due to the exposure of strips to severe conditions such as chemical gas.